Manufacturer narrative:
(B)(4). A device history record review was performed on the lor syringe with no relevant findings. A design history review was performed for part # kz-05501-002 as a part of this complaint investigation. Per eco-057562 (released (B)(6) 2020), supplier (preox) made the following changes: optional component materials/mold locations: option 1: barrel: polypropylene - profax pf-535 lyondell-basell. Plunger: polypropylene 100-ga12 ineos olefins & polymers (molded at fleima plastic). Blue stopper: silicone rubber (molded at et elastomer technik). Option 2: barrel: polypropylene - profax pf-535 lyondell-basell. Plunger: polypropylene profax pf-531 lyondell-basell (molded at gpe). Blue stopper: silicone rubber (molded at psilkon). Lubricant: - the i.d. Of the barrel lubricated w/ medical grade silicone. (Polydimethylsiloxan) and amount will not exceed 0.25mg per sq centimeter. These effective changes did impact product design and material. A corrective action is not required at this time as the root cause for this complaint investigation could not be determined based upon the information provided and without the actual sample. A corrective action is not required at this time as the root cause for this complaint investigation could not be determined based upon the information provided and without the actual sample.

Event description:
The report states: I had an issue with a syringe used on the patient and 4 other times during pre-test. I discovered a lor syringe leak before using it in the patient. If the syringe is dysfunctional, we use one from supplier braun. Clinical consequences: none, observed during pre-test.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The report states: I had an issue with a syringe used on the patient and 4 other times during pre-test. I discovered a lor syringe leak before using it in the patient. If the syringe is dysfunctional, we use one from supplier braun. Clinical consequences: none, observed during pre-test.